Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed, and cubie pockets were not detected on bus. A field service engineer replaced the drawer controller board and reseated all cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was mentioned as unknown, since the reported issues were found by the field service technician while on site.